Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided. Catalog #: a complete catalog # is unknown as serial number was not provided. Unique identifier (UDI#): unknown, as serial number was not provided. Expiration date: unknown, as serial number was not provided. If implanted, or explanted give date: unknown, information not provided. (B)(6). Device manufacture date : unknown, as serial number was not provided. It is of note that a non-validated competitor cartridge and inserter was used during the implant of the lens which may have contributed to the reported event. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a substance was noticed to be stuck to the iol after the insertion of the lens into the patient eye. The lens was badly scratched and damaged. The lens damage was also noticed during the post operative examination. It was noted that the customer did not used the johnson & johnson validated injector and cartridge. No other information provided.

Manufacturer narrative:
Additional information received indicated that the doctor thinks the material on the lens and/or damage to it has come from the non-approved competitor cartridge that was used. However, the doctor cannot be 100% sure as he has not removed the lens and there are no plans to remove it as of to date. It was noted that the surgeon was informed that only the johnson and johnson surgical vision's (jjsv) approved platinum injector and cartridges should be used with the tecnis lenses. It was indicated that the surgeon has a plan of action put into place to no longer use competitor's inserters or cartridges with the tecnis lenses. In review, it was noted that the reporter had initially indicated that the device was not available for investigation. However, this information was inadvertently not captured in the initial MDR report; therefore, it is being included in this supplemental report. The following fields were updated accordingly: reason for non-evaluation: the device was not returned for analysis (the lens remains implanted.) There was no serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Method code: 4117, results code: 3221, conclusion code: 67. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.